Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
The vessel was heavily calcified and the patient has critical limb disease. The standard viance was advanced to the mid anterior tibial artery and resulted in a perforation. The perforation was controlled via manual external pressure.